Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the ventilator and determined that the main printed circuit board (pcb) assembly needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has vti (inhaled tidal volume) and vte (exhaled tidal volume) dropping issue, circuit disconnect, low pip (peak inspiratory pressure), low ve (minute ventilation) alarm. The customer confirmed that there was no patient involvement associated with the reported event.